Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to subclavian crush based on x-ray examination. The rv lead exhibited noise, undersensing and loss of capture. The rv lead was no longer in service and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.